Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device implanted.

Event description:
The first layer of aseptic package of the product was found broken during the operation. But in consideration of the need of the surgeon, the product continued to use after prosthesis disinfection.

Manufacturer narrative:
The reported event was confirmed. The returned packaging showed signs of mis-handling. The damage in the corner of the box coincided with the break to the corner of the outer tyvek. There was no damage noted to the inner blister pack. The damage to the outer box indicates that it was subject to improper or excessive handling which resulted in the outer tyvek breaking. However, the exact root cause of the packaging damage could not be determined based on the information provided. No product is released into finished goods without confirmation that packaging integrity testing is completed and passed as per internal specifications. Also all packaging operators are trained for visual inspection of packaging integrity. All packaged parts are 100% visually inspected for packaging integrity. The device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated there has been no similar events for the reported lot.

Event description:
The first layer of aseptic package of the product was found broken during the operation. But in consideration of the need of the surgeon, the product continued to use after prosthesis disinfection.